Event description:
As reported, hemostasis was not achieved following use of a 5f exoseal vascular closure device (vcd) and continued bleeding was observed. Pulsatile bleeding was immediately noted upon removal of the exoseal vcd and sheath. Manual compression was subsequently applied for more than 30 minutes, and hemostasis was successfully achieved. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU), and the procedure was performed using a retrograde approach as part of a diagnostic procedure. The physician had achieved certification for use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. Angiography verified the femoral artery¿s suitability, including appropriate sheath insertion angle, confirmed a vessel diameter of at least 5 mm, and showed no visible calcium or plaque and no nearby stent at the puncture site. The plug was deployed to the proper location, and fingertip compression was maintained on the skin during device removal. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.